Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were with specification.

Event description:
A hemodialysis inpatient user facility has reported that during treatment, a blood leak occurred. The technician stated that at the time of twisting blood line for access flow, there was a crack in venous side of twister piece and blood leaked from the tubing. Estimated blood loss was 150-200cc's. Patient required no medical intervention. Sample is not available; sample was discarded.